Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing to restart setup, this problem occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he would like to restart the setup with all new supplies. The hp stated that he compromised the setup. The tsr assisted the hp with ending therapy to restart with new supplies. The patient was involved but there was no patient injury or medical intervention reported.